Manufacturer narrative:
As reported in a research article, over a period of 9 years 9,109 amplatzer devices were implanted, of those 19 were explanted. Five of the devices were explanted due to nickel allergies, with the patients experiencing chest pain. The instructions for use for amplatzer devices warn that patients with nickel allergies may experience allergic reactions. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturing report number:2135147-2019-00390, 2135147-2019-00389, 2135147-2019-00388, 2135147-2019-00386, 2135147-2019-00384, 2135147-2019-00383, 2135147-2019-00382. It was reported through a research article identifying amplatzer that may be related to explant of devices. Specific patient information is documented as unknown. Details are listed in the attached article, titled explantation of patent foramen ovale closure devices. A study was conducted on the explantation of patent foramen ovale (pfo) devices over a course of nine years. It was found that of the 9,109 amplatzer devices were implanted and 19 were explanted. Five of the devices that were explanted was due to nickel allergy. The patient presented symptoms of chest pain and were attempted with treatments of clopidogrel, steroids, and/or non-steroidal anti-inflammatory drugs before undergoing surgical explantation. No patient consequences were reported post procedure.